Event description:
Apparent perforation of inferior vena cava by umbilical vein catheter with extravasation of hyperalimentation fluid into left pleural space. Confirmed by equality of glucose concentration in "ha" and pleural fluid. This is a previously reported complication of umbilical artery catheters, and has been reported for other brands of catheter.